Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a hip revision procedure due to elevated metal ion levels. During the procedure, the femoral head and acetabular cup were removed and replaced. A legacy zimmer cup and liner were used to complete the procedure.